Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and encountered physical damage due to paint peeling on the heater tray. There were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. The heater tray paint was flaking/peeling in the center of the tray. The front serial number label lettering was faded. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined, tested positive for glucose. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The associated cause could not be determined.

Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between pd therapy on the liberty cycler and the hyperkalemia event. However, there is no documentation to show a causal relationship between the liberty cycler and the adverse event. Additionally, there are no allegations of a machine malfunction or deficiency reported for this event. Hyperkalemia is known to occur frequently in patients with decreased kidney function. Based on available information the liberty cycler has been disassociated from this event as there is no evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Plant investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During a review of medical records for a separate hospitalization it was documented that this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was treated for hyperkalemia on (B)(6) 2018. Treatment details were not documented, however, the notes state that the medication (type, dose, route, frequency and duration unknown) induced diarrhea. No further information related to the hyperkalemia was provided. Additional information was solicited, but unavailable